Manufacturer narrative:
The product was not returned for evaluation. Procedural imagery provided by the site confirmed calcification and tortuosity on access vessels. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. As the complaint was unable to be confirmed the complaint history was not required. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the sapien 3 ultra valve and no deficiencies were identified. During the manufacturing process, all sapien 3 ultra valves undergo the following inspections. During the manufacturing process, the valve frame was 100% inspected. During the final inspection, the sapien 3 ultra valves underwent 1000% inspection by both manufacturing and quality. Additionally, prior to packaging 100% visual inspection was performed. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for frame damaged during use was unable to be confirmed due to device and imagery unavailability. Therefore, no potential manufacturing non-conformance was able to be determined. A review of the lot history, DHR and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿there was very little resistance passing the valve and delivery system through the sheath. The devices were inserted at a steep angle¿, and ¿per medical opinion the cause of the reported events can likely be attributed to patient tortuosity and calcified vessels.¿ additionally, per imagery review, patient had calcified and tortuous access vessels. The presence of calcification and tortuosity access vessels with steep insertion angle could create a challenging pathway during the delivery insertion through the sheath, and it could lead to resistance and valve struts caught within the sheath. So, if excessive force was applied, it could result in the valve punctured through the sheath shaft and damaged. As such, available information suggested patient factors (calcification and tortuosity) and procedural factors (insertion angle/excessive manipulation) may have contributed to the reported complaint event. However, a definitive root cause was unable to be determined at this time. The complaint was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported event. No labeling/IFU/training inadequacies have been identified. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, during a transfemoral tavr procedure with a 26 mm sapien 3 ultra valve there was very little resistance when passing the valve and commander delivery system through the 16f esheath. However, a bent valve strut was observed to have punctured through the non-expandable portion of the esheath and the valve became stuck. All devices were removed as one unit from the vessel without issues. There was no injury to the patient. A second 26 mm sapien 3 ultra valve was prepped and successfully implanted using a 14f esheath and another commander delivery system. The patient was doing well post procedure. Per medical opinion the cause of the reported events can likely be attributed to patient tortuosity and calcified vessels.